Event description:
This report summarizes two malfunction events. A review of the events indicated that model 9808560 MRI p port isp - groshong experienced a suction issue. These reports were received from various sources. Of the two events, both involved patients with no reported injury. Both patients were female, with one being 54 years old and weight 52 kgs, and the other not providing information about age and weight. In both cases, the sample was returned and are pending investigation.

Manufacturer narrative:
The devices for both malfunctions have been returned for evaluation; the investigations identified suction issues. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes two malfunction events. A review of the events indicated that model 9808560 MRI p port isp - groshong experienced a suction issue. These reports were received from various sources. Of the two events, both involved patients with no reported injury. Both patients were female, with one being (B)(6) years old and weight (B)(6) kgs, and the other not providing information about age and weight. In both cases, the sample was returned and are pending investigation.